Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a possible peritonitis infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures taken in the hospital were not reported to the outpatient clinic; however, hospital records in the patient¿s electronic medical record in the outpatient clinic showed the patient¿s white blood cell count as elevated (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intravenous antibiotics while hospitalized, but the type(s), route(s), dosage(s) and frequency were not reported. The patient was placed on backup hemodialysis though a central vascular catheter placed during this admission. The patient continued hd therapy on a hospital provided hd machine (unknown brand and model) as hd was the preference for renal replacement therapy under the circumstances in the admitting facility. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks by the outpatient clinic for ongoing antibiotic therapy post-discharge. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. Per the pdrn, the definitive cause of the peritonitis is unknown; therefore, causality cannot be firmly established. However, it is believed a fluid leak (unknown source) experienced by the patient was the probable cause of the contamination. Per the pdrn, the serious adverse events could not be disassociated from the patient¿s use of a liberty select cycler or liberty cycler set, as the cause of the leak is unknown (cycler replaced). Those individuals undergoing ccpd for rrt are a high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the limited information available, the liberty select cycler and liberty cycler set cannot be disassociated from having a possible causal or contributory role in the serious adverse events. Given the lack of causality for the reported leak, and no manufacturer investigation of the suspect device/product, this liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse event(s) experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: b.5.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a possible infection after experiencing a fluid leak during treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 17,949 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however it is believed a fluid leak experienced by the patient is the probable source. Per the pdrn, the serious adverse events could not be disassociated from the patient¿s use of a liberty select cycler or liberty cycler set, as the cause of the leak is unknown (cycler replaced). The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to perform ccpd therapy at home with the replacement liberty select cycler.

Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a possible infection after experiencing a fluid leak during treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 17,949 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however it is believed a fluid leak experienced by the patient is the probable source. Per the pdrn, the serious adverse events could not be disassociated from the patient¿s use of a liberty select cycler or liberty cycler set, as the cause of the leak is unknown (cycler replaced). The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to perform ccpd therapy at home with the replacement liberty select cycler.

Manufacturer narrative:
New information: d.9.h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.post-ast (2hr 15 min) 8500 ml simulated treatment was performed without any failures.no fluid leaks in the test cassette during the treatment test.an internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a possible infection after experiencing a fluid leak during treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 due to abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 17,949 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. Per the pdrn, the definitive cause of the peritonitis is unknown, however it is believed a fluid leak experienced by the patient is the probable source. Per the pdrn, the serious adverse events could not be disassociated from the patient¿s use of a liberty select cycler or liberty cycler set, as the cause of the leak is unknown (cycler replaced). The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to perform ccpd therapy at home with the replacement liberty select cycler.